Event description:
A nurse reported that a system message appeared during vitreous/fluid exchange while doing a surgical procedure. The surgeon had released the footpedal to slow the speed of the oil insertion, but it did not slow down. The surgeon used the push rod to activate plunger onto the syringe, inserting the rest of the oil by manual technique. There was no reported harm to the patient.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).